Event description:
It was reported to philips that the device won't turn on. There was no report of patient involvement.

Manufacturer narrative:
It was reported to the philips that the device won't turn on. There was no patient involvement. A philips authorized repair bench technician evaluated the device and found the issue. The technician replaced the display and inverter pca. The device passed all performance assurance tests and was returned to the customer.